Manufacturer narrative:
Originally, we reported that the device in the 3500a initial report was not approved by the FDA. However, biosense webster inc. Considered it a similar device and was reporting the event. This supplemental is a correction as the product was FDA approved. (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant product: pentaray catheter. Carto 3 system. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smart touch bi-directional navigation catheter approved under p030031/s053. (B)(4). Smarttouch catheter was zeroed after initial warm-up phase, post-connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.

Event description:
It was reported that a patient underwent an ablation procedure for ischemic ventricular tachycardia with a thermocool sf smarttouch bi-directional catheter and suffered a cardiac tamponade requiring pericardiocentesis and blood transfusion. Left ventricular endocardial substrate mapping was performed with a pentaray catheter. Ablation of the inferior wall, where the late potentials were detected, was performed. Approximately 10 minutes into the ablation phase, the patient became hypotensive and a tamponade was confirmed via echocardiogram. A pericardiocentesis was performed and yielded approximately 700ml of fluid. The patient was reported to be in stable condition. The patient required extended hospitalization as a result of this adverse event and has since fully recovered with no residual effects. Medical history includes ventricular ischemia. It was noted that no contact force values over 40 grams, no impedance peaks, and no other indications of perforation were detected during the procedure. Factors cited that may have contributed to the adverse event include an ischemic left ventricle. Physician indicated that it is possible the injury may have been related to ablation of a thin scar area or manipulation of the catheters in the left ventricle. Transseptal puncture was performed with a st. Jude medical brk-1 sl0 needle. Sheath used was a st. Jude medical sl0. Generator settings at the time of injury included: power control mode at 35 watts, temperature at approximately 40°c (with cutoff at 43°c), and impedance unknown. Overall ablation time at the site of injury was approximately 10 minutes. There is no information regarding last ablation cycle time. Irrigated catheter flow was set on 17ml/min. Patient received anticoagulant during the procedure with activated clotting times maintained between 300-350 seconds. Smarttouch catheter was not in close proximity to another catheter.